Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis. The pt was hospitalized for the peritonitis and was discharged (length unspecified). On unreported dates (same month), the patient was treated with vancomycin, IV (intravenously) daily, anidulafungin, IV, daily, and meropenem, IV, daily (doses not reported). The cause of the peritonitis was diarrhea. The patient?s pd catheter was removed and hemodialysis was initiated. At the time of this report, the pt was recovering and was no longer on pd solutions. On an unreported date, the following month, the pt recovered. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient experienced peritonitis on an unknown date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot number h13d14024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. A review of all batch record documents was performed for potentially associated lot number h13e19012 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).